Event description:
The complainant reported that during an angiography procedure, the stopcock rotator burst and detached. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluated by manufacturer. Evaluation: conclusions: the suspect device has not yet been evaluated. The investigation will be performed and a follow-up report will be submitted when additional information is available.